Manufacturer narrative:
Updated field: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11.a getinge field service engineer (fse) checked and confirmed blood drawn into pump.fse replaced contaminated pneumatic module assy and pcb front end. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The fat dept. Performed a visual inspection of the part received and found that the part is in a good condition. The fat department installed front end board htc in the cardiosave and tested to factory specifications per procedure and cardiosave service manual. The failure analysis and testing dept. Ran the test for 2 hours and could not replicate the failure reported by the costumer.sending the board to the supplier for further analysis. Failure analysis received from the supplier for the part. They stated the part passed with no issues. Probable root cause for this part is not confirmed. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that, during use on patient the cardiosave intra-aortic balloon pump (iabp) unit has gas leak alarm. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has gas leak alarm. No one was harmed.